Manufacturer narrative:
H10: additional narratives updated b5 and h6 per new information received.

Event description:
It was reported that a 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 5 months due to severe stenosis. A 26mm transcatheter valve was implanted. The patient was discharged on pod #5.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. A supplemental MDR will be submitted once new information becomes available. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 25mm pericardial mitral valve was disabled via a valve-in-valve procedure after an implant duration of 5 years, 5 months due to stenosis. A 9750tfx 26mm transcatheter valve was implanted.

Manufacturer narrative:
H10: additional narratives: updated d4, h4, and h6 per new information received. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.